Event description:
The customer reported when switching on, the cs300 intra-aortic balloon pump (iabp) unit shows "no. 1 maintenance intervention warning code and electrical test failure error code 52 drive transducer offset failure. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d7a, a getinge field service engineer (fse) stated customer reported "maintenance intervention warning code and electrical test failure error code 52 drive transducer offset failure". The fault was detected directly on site. Front end board (0670-00-0668) replacement performed, pressure transducer calibration (atmospheric, shuttle and drive). Functional checks and diagnostic tests. Safety disk (0997-00-0985-07) replacement performed as it had reached its 2-year expiry date. Regular functional tests. Repair completed. The device passed all performance and safety tests according to the manufacturer's specifications. The device was returned to the customer and authorized for clinical use. The fault did not cause any damage or inconvenience to the air conditioner or patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when switching on, the cs300 intra-aortic balloon pump (iabp) unit shows electrical test failed code no. 52. There was no patient involved.